Manufacturer narrative:
The device has been received and a follow-up report will be submitted when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male pt, the device displayed a "ECG comm error" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.